Manufacturer narrative:
Device is a combination product. A promus element stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using snap gauge and the result was 0.0410", this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 14mm x 2.75mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 14 mm x 2.75 mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 2.75 x 16 mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's was stable.